Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h4, h6, h10, h11. Corrected fields: e1. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. It was determined that the solenoid board was broken. The fse replaced the solenoid driver pcb. The unit was tested and was found to be working normally. The iabp was cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the solenoid driver was broken. The fse ordered the a new pcb solenoid driver and is waiting for the part to arrive to continue and finish this repair. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) would not turn on during a test. There was no patient involvement, and no adverse event reported.